Event description:
It was reported the speedstitch suturing device was causing the suture cartridge to disengage from the handle intra-operative. The MFR was unable to confirm whether or not anything fell into the surgical site. No pt complications were reported as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: the pt identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no mfg or expiration dates can be provided. Ref MFR reports: 9019871-2012-00214.